Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a syringe pump channel disconnect when the device was "bumped" during a sedation continuous medication infusion (cmi). The customer suspects a channel disconnect related to an iui malfunction. No patient harm reported.

Manufacturer narrative:
The customer¿s report of a syringe pump channel disconnect when ¿bumped¿ could not be confirmed. Analysis of the syringe module error logs shows no errors. The module event log contains what looks like a possible channel disconnect event at 4:53 am on (B)(6) 2015. The channel disconnect experienced by the customer was determined to be likely related to the iui connector on the associated pcu. The root cause of the customer¿s report was not identified. The pcu event log and the devices were not received.